Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was selected for implant using an unknown abbott delivery system. At some point during the procedure, the left atrial disc presented in a bulbous deformation. The device was re-prepped and tried again but presented in a bulbous deformation again. The device was never released and replaced to resolve the event. There was no interaction with any cardiac structures of kink in the delivery system. There were no adverse patient consequences, was hemodynamically stable, and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. Image from field appeared to show that both the discs of occluder device were deformed bulbously. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. Information from field indicated that there was no interaction with any cardiac structures of kink in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer pfo occluder was selected for implant using an unknown abbott delivery system. At some point during the procedure, the left atrial disc presented in a bulbous deformation. The device was re-prepped and tried again, but presented in a bulbous deformation again. The device was never released and replaced to resolve the event. There was no interaction with any cardiac structures of kink in the delivery system. There were no adverse patient consequences, was hemodynamically stable, and there was no clinically significant delay. The patient is stable.